Event description:
The customer reported that she received no delivery and prime rewind alarms on her insulin pump and insulin was squirting out during manual prime. Her blood glucose was not known. Customer was also reportedly stuck in the preparing to prime loop. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.